Event description:
It was reported that the ventilator is not alarming when turned and the battery was replaced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have no visible damages. The reported issue was confirmed during functional testing when the device would not power up. The issue was traced to the electrical chassis, which was determined to be faulty. The investigation attributed this condition to impact damage, caused by user interface. The ventilator electrical chassis was replaced. Preventative maintenance was performed and additional components were replaced as a preventative measure. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously.